Manufacturer narrative:
The device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started vibrating and power went off. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. Customer states that the insulin pump was exposed to moisture. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.